Event description:
When lead was placed in right atrium, pt complained of chest pain. Increased pericardial fluid was confirmed by echo and drainage was performed. Because of continuous drainage of pericardial fluid, open heart surgery was performed 4/14 and perforation of distal tip of catheter was confirmed. Catheter taken out & bleeding stopped by suture.